Event description:
It was reported that patient had experienced discomfort near the implant site and a post-operative check approximately one month following the implant procedure noted the right ventricular (rv) lead was pulled, leading to dislodgement. The distal end of the lead was found to be beyond the tricuspid valve. A review of the lead data showed a high rv pacing threshold value from two weeks prior,which had also fluctuated since implant. In addition, the r-wave sensing value had attenuated to a lower value since implant at the one week post-operative check, however, at the time it was considered an acceptable value and the patient was continuously monitored. It was then decided to revise the rv lead and the physician commented the cause of dislodgement was due to the patient not staying in bed right after the lead implantation, and that the lead did not have enough slack. The rv lead was revised and at the time of the revision procedure, the physician also added the right atrial (ra) lead did not have enough slack and the ra lead was slackened and fixed again. The leads were then checked again, however, the ra pacing threshold had increased from 0.5mv to 3.0mv. The physician chose to continue monitoring the patient and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.